Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection surgery, the stapler was used and damaged the bowel, it could never be anastomosed because of the injured rectum, the surgeon had to convert the procedure to colostomy in order to resolve the issue. A surgical intervention was needed to prevent a permanent impairment of a function. There was a permanent injury - rectum had to be removed. There was tissue loss and tissue damage. The surgical time extended by more than 30 minutes (4 hours). There was an extension of the incision due the issue. The patient is alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, the staples in 50% of the staple line were not fully closed leaving a leaking rectal stump. The event lead to extension to hospital stay, due to a leaking rectal stump that the doctors tried to suture but being very deep sutures were not reliable. Subsequently apr had to be performed which normally gives some extra days in the hospital. The apr lead to a permanent colostomy. The patient is healthy at home with a cancer specimen showing radical surgery. Medical history: rectal cancer at 7cm radiation

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reloadable stapler. The unit was received with a fully fired single use loading unit (sulu). The sulu was reset, loaded into the stapler, and applied to test media. The jaws close smoothly and the handle actuated properly. The staples formed properly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.